Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant, the styles would not pass through the lumen of this left ventricular (lv) lead. The lv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Reported observation was confirmed. Visual inspection of the lead noted dried blood/body fluid in the lead lumens. Guidewire insertion test failed, attributed to foreign material in the lumen.